Event description:
The customer reported the system failed to boot. No patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and software reloaded. The system was tested and found to be working as intended, and put back into service.